Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals multiple anomalies with the returned needle. The key feature (proximal end) was significantly bent and damaged, and the needle was returned with only the second implant and the silicon tubing. The silicon tubing was pushed back towards the proximal end of the needle, resulting in the second implant moving out of its intended place. One possible hypothesis for the reported failure is after the first implant was fired, the needle possibly hit a bone or an object, resulting in the silicon tubing moving and in the second implant not being deployed as intended. It cannot be determined at what point in time this failure occurred. We cannot discern a root cause for this failure as this is an anomaly. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete the lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during anterior cruciate ligament (acl) repair, it was observed that the second backstop could not be placed to the final position because the applier didn't work. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.